Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory (ccl) for impella placement. It was reported the physician had to pull the impella back 12 centimeters to obtain a better position due to suction alarm. Reportedly the pressure was able to be increased from pressure level 4 to pressure level 7. The patient remained on impella support and was successfully weaned.